Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to "not proper hand washing". The treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized and was discharged 17 days after the event onset. On an unknown date, antibiotic treatment was discontinued and the patient was recovered. It was reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.